Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic anastomotic procedure, the device had poor staple formation. The surgeon was able to squeeze the instrument handle fully so that the metal underside of the handle contacted the staple body to the fullest extent. Donuts were complete. Following use of the device, the leak test showed bubbles around the staple line. There was an incomplete staple line. They oversewed the staple line in order to complete the case. The product was discarded. Patient is alive.